Event description:
It was reported that during a ptca/stent procedure, the stent was deployed in the mid lad. A vessel dissection occurred distal to the stent and another stent was implanted at the site of the dissection.